Event description:
A distributor in france reported that a customer's pump was experiencing a cartridge change error, as the pump did not detect the cartridge. There was no information available regarding the impact on the customer's blood glucose level. The customer later indicated that they would not be returning the pump for further inspection, and thus, the complaint was closed with no additional corrective actions taken.